Event description:
It was reported the patient¿s system was replaced. The lead fractured approximately 5.0 cm from the battery. The remainder of the lead was left in the patient. Impedance testing was performed. The stimulator battery had depleted prematurely due to the lead fracture. The patient had less than fifty percent therapy relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0a13n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0a13n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).